Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that patient presented remotely via merlin.net due to a high impedance alert. A fracture of the right ventricular lead was suspected due to the increased impedance and thresholds. Programming changes were made in clinic to turn off tachycardia therapies and the patient was given a life vest. During a lead extraction, the physician had difficulty removing the lead using a laser sheath and could not get the new lead through the superior vena cava. The procedure was abandoned and the physician elected to cap the rv lead on (B)(6) 2018 and reprogrammed the device so no noise would be sensed from the right ventricular port. The patient remained in hospital until reimplantation. On (B)(6) 2018, the physician left the right ventricular lead capped. The physician also decided to electively cap the right atrial lead as it was no longer needed. A new right ventricular lead and generator were implanted on the right side. The old left ventricular lead was reused and the old generator was explanted. There were no complaints or issues with the atrial, left ventricular lead or old generator. The patient was stable before, during and after the procedure.